Event description:
Medtronic received information from a literature article regarding the impact of commissural alignment on the feasibility of coronary access after transcatheter aortic valve replacement (tavr). All data was collected from a single center between october 2019 and january 2021. The study population included 206 patients. Tavr was performed with either a non-medtronic valve type (edwards = 80, boston scientific = 62) or a medtronic evolut r or pro valve (n = 64, predominantly female, mean age 82 years). No unique device identifier numbers were provided. Among all evolut r/pro patients, adverse events included: hemodynamic instability during tavr (1 case); permanent pacemaker implantation after tavr (9 cases); valve commissural misalignment (9 cases); unfeasible left coronary artery access after tavr (1 case); and unfeasible right coronary artery access after tavr (3 cases). No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: tarantini g, et al. Coronary access after transcatheter aortic valve replacement with commissural alignment: the align-access study. Circ cardiovasc interv. 2022 feb;15(2):e011045. Doi: 10.1161/circinterventions.121.011045. Epub 2022 feb 15. Earliest date of publish used for date of event. Medtronic products referenced: evolut r (PMA# p130021, product code npt), evolut pro (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.